Manufacturer narrative:
(B)(4). Date sent: 12/1/2022. The orange residues are not from the returned gst45b reload, it could be possible that the orange residues could be from another reload used.

Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Investigation summary : a photo along with the device was returned for evaluation. This is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device with tissue between the jaws and a blue reload loaded. Also, a small piece of orange residue was observed in the tissue. Based on the photo the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage, with a tyvek, and with a gst45b reload present. The reload was received fully fired. In addition, two small pieces of orange residue were received inside of a plastic bag. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device and reload were disassembled to verify the condition of the internal components and no anomalies or missing components were noted.  As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot/batch number, v96c19, and no non-conformance were identified. Manufacturing date: 12/10/2021, expiration date: 10/31/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the dr performing lobectomy. Opened pse45a as the stapler and used x5 gst45b reloads and everything went smoothly. She continued firing forward along the staple line with the 6th reload, after firing, two small pieces of orange residue was observed in the monitor, on the specimen side. They managed to retrieve the residue and the specimen from the patient, and nothing was abnormal about the staple line. They then opened another gst45b and fired with the sample stapler, and another abnormality was found too. The case was completed successfully. The orange residue was packed and also submitted in the product complaint. No patient consequences reported. No further information is available.